Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient reports recurrent dislocation, slipping, popping, and pain in both hips, but has not yet been revised. He states he has most of the issues with his left side. Update rec'd 7/17/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from limited mobility, pain, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood, tissue, and bone. Dor has also been provided. There is no new additional information that would affect the outcome of the MDR decision. Update 11/13/2014- pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note from the left hip indicated dislocations and synovitis. Lab results from 8/2013 indicated the cobalt level was above 7ppb, the chromium level was below 7ppb. The stem from both hips is being added for the high metal ions. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/8/2014.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records identified no related manufacturing deviations or anomalies. Review of patient x-rays confirms left hip dislocation. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.